Event description:
Customer reports low blood glucose symptoms and self treated. Blood glucose result after treatment was 40 mg/dl taken on the compact plus system; he re-tested 10 minutes later with result 380 mg/dl. Customer continued to feel low blood glucose symptoms, and re-tested within 5 minutes of the result of 380 mg/dl with result of 68 mg/dl. No actions taken based on device results. No adverse event reported related to the device. Requested return of suspect device and replacement was sent.